Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor. It was reported that the patient presented with total occlusion of the contralateral left limb of the stent graft approximately five months post implant (exact date is unknown). There were not stent graft issues that caused the occlusion. It was also reported that the patient had stopped taking aspirin and was taking testosterone. The physician thinks this contributed to the occlusion. The patient was treated with a fem-fem bypass at the time of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion); (patient stopped taking aspirin); conclusion: known inherent risk of procedure (stent graft occlusion); (patient stopped taking aspirin).